Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) of 40 mg/dl at the lowest. Customer reported an increased in physical activity with new job and basal rate required adjustments. Basal rate was lowered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.